Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found that the shaft was bunched and stretched at 7.5cm proximal to the tip end. An examination of the crimped stent found that the stent was stretched and damaged. The stent was stretched down to the tip. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that crossing difficulty occurred. The target lesion was located in the right coronary artery. The 2.50mm x 38mm promus element long stent was advanced but it was not able to cross the target lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's condition was stable. However, return device analysis revealed stent damage.